Manufacturer narrative:
The device analysis report attached to initial report was incorrectly attached, please disregard.

Manufacturer narrative:
This report is submitted on may 11, 2021.

Event description:
Per the clinic, the patient developed an infection (staphylococcus) at the incision site. The patient was hospitalised from (B)(6) 2021 (duration not reported), and treated with intravenous, topical, and oral antibiotics. The device was explanted on (B)(6) 2021. It is unknown whether there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on june 29, 2021.